Manufacturer narrative:
Event date is an unspecified date in (B)(6) 2018. The lot was manufactured march 6, 2018 - march 8, 2018. Five (5) devices were received for evaluation containing various amounts of fluid in the bladder. Based on the drug label affixed on the returned units, drug flucloxacillin was filled in the units. Visual inspection was performed and excess white drug precipitate was noted inside the bladder of all 5 devices. Slow drips of fluid were observed coming out at the distal luer of all 5 devices when the luer caps were removed. A flow rate test was performed and the calculated flow rate was not within product specification. Further examination revealed the cause of reported problem was due to the excess drug precipitate partially blocking the fluid path at the distal end of the glass capillary located inside the luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of large volume folfusors underinfused. The devices were filled with an unspecified antibiotic. This was noted during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.